Event description:
It was reported that the pt woke up extremely somnolent and was "limp as a noodle". The pt was on 916 mcg/day of baclofen. The pt was dropped to 725 mcg/day but started to get tight. The dose was then increased to 800 mcg/day but symptoms were not under control. The physician was going to drop the dose to 84 mcg/day and manage on oral baclofen a catheter dye study was performed and the physician could not aspirate. The physician was planning a catheter revision but the pt was not in a state that he could have the surgery; the pt can not take anesthesia because of other medical complications. The pt was hyper agitated and would sometimes go through symptoms of overdose and underdose. The pt was admitted to the emergency room and given an extra bolus of 100 mcg of baclofen which did not have an effect on the pt. It was indicated that the pt's symptoms were better in certain positions. Additional info received reported that a rotor study was performed and was within normal limits. The pt's pump was replaced. At the time of explant the pt's pump contained baclofen 2000 mcg/ml with a dose of 150 mcg/day. No pt outcome was reported.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The catheter was not returned.